Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized and due diabetic ketoacidosis on an unknown date. The customer¿s blood glucose level was 50 mg/dl at time of incident and 150 mg/dl. The customer was treated with treated with food. Customer was using insulin pump system within 48 hours of reported low blood glucose event. The customer does not allege pump was over delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. Insulin pump received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and minor scratched lcd window. (B)(4).